Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a pause in pacing. It was observed that pacing inhibition was caused by oversensing with noise on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.